Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pegs were ingrown. The grit stayed behind in the bone. The patient had posterior medial pain. No additional information is known at this time.